Manufacturer narrative:
Device evaluated by MFR.; returned product consisted of an nc quantum apex balloon catheter with a stopcock attached to the hub. The device was inspected visually and tactilely; there was blood and contrast in the hub, inflation lumen, and in the balloon. The balloon and shaft were inspected under magnification. There was a longitudinal tear 8mm long on the proximal end of the balloon. Inspection of the balloon material or the ro marker did not reveal any irregularities that could have contributed to the damage. Inspection of the remainder of the device presented no damage or irregularities. There were no material or manufacturing deficiencies noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 15mm x 2.75mm nc quantum apex balloon catheter was advanced to dilate the lesion. On the first inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 15mm x 2.75mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. On the first inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.